Manufacturer narrative:
For the 1 event reported under exemption number e2012010, the product has been returned but analysis has not yet been completed.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012010 for product code kti. This report summarizes 1 reported event of balloon leak. It was reported that the patient was over 18 years of age. All other demographic information is unknown.